Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative determined that the reported event was due to a power supply malfunction. Replacement of the system power supply resolved the issue. No further issues were reported. Replaced power supply was not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system produced a beep, due to which it was restarted. After the restart, the beep stopped and the system booted normally. During the procedure, the system was set up, and alignment of the imaging range was performed in 2d; then, 3d imaging was initiated. However, the system beeped again when the x-ray tube started to work, preventing imaging from initiating. The site tried to use 2d mode, but 2d was also disabled, although the gantry worked normally. Both ias (image acquisition system) and mvs (mobile view station) were restarted. After the restart, the ias in standalone kept showing ¿initializing,¿ and did not proceed to the 2d screen. Despite another restart, the system condition remained unchanged. Eventually, the procedure was continued (and completed) with another imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.